Manufacturer narrative:
The device was returned for evaluation and the device maximum amplitude failed acceptable limit, only reaching 20%. The technician replaced the housing and transducer. The device history record was reviewed and no anomalies that could be associated with the complaint incident were observed. No service history on file. The reported complaint was not confirmed. Root cause was unknown. Device identifier: (B)(4). Product identifier: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that a vibration alarm with the c2602 excel 36khz straight handpiece occurred on (B)(6) 2019 due to faulty transducer (s203300087 assy acoustic vib 36khz). The transducer was then replaced. Following test procedure provided by integra, the housing(223150237) was cut and new one was used. The device was not in contact with the patient and there was no patient injury/death alleged. The issue was found before the procedure. The hospital used a backup handpiece. There was no surgery delay due to the product problem.